Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was found by her husband in a disoriented and unresponsive state. At the time, her cgm displayed a reading of 69 mg/dl. No bg meter comparison value was obtained at that moment. Concerned for her condition, the patient¿s husband called 911. While awaiting emergency medical services (ems), he attempted to administer juice to raise her blood sugar; however, the patient was unable to open her mouth. Upon ems arrival, a bg meter reading was taken, showing a critically low value of 19 mg/dl. No cgm comparison value was recorded at that time. Ems administered a glucose injection and IV fluids, after which the patient was transported to the emergency room. At the ER, the patient underwent blood work and an x-ray. She was unable to recall further details of the event. Following a two-day hospital stay, the patient was discharged and reported feeling ¿well¿ at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.